Event description:
It was reported that a 2.5mm coupler was unable to fully attach. This issue was identified during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation with the jaw assembly and coupler rings. Visual inspection did not identify any abnormalities that could have contributed to the reported closing issue. Functional testing was performed and the jaw was able to be approximated as would be required for intended use. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.